Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior sister. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an epistaxis embolization on a patient on clopidogrel, and that the angio-seal was crucial. When deploying the device, everything went smoothly, however, on last bit when they had to pull the device whilst pushing the green tube to tie the suture bit, then they realized the whole device came out entirely with no suture material at all within the device. The device was empty with no suture material in it. Due to clopidogrel, they had to press the groin for prolonged time and patient also had to lie flat longer. There was no patient harm.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).